Event description:
Information received by medtronic indicated that insulin pump had drive count or time values or changes incorrect for moving or coasting alarm. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked case behind the pump near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. No unexpected pump error 37 alarm noted during the testing. The pump history file/traces download was successful using thus. Pump error 37 alarm was recorded and found in the downloaded history files on (B)(6) 2021 17:25:00.000 and alarmalertnotification and (B)(6) 2021 17:28:53.000 alarmalertcleared, problem isolated on the motor assembly. No pump error 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the pump history noted. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured (22.8 mv) and within spec range. The motor was tested outside of the device and passed.